Manufacturer narrative:
The customer contact indicated that the devices were discarded. Two opened devices were received and evaluated. The devices passed testing. Visual inspection noted nothing unusual. The devices were primed with sterile water and primed correctly. During testing, no leaks or occlusions, visual or audible alarms, backflows, or air was noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of air bubbles and bleed back. The option lok male adapter of the primary plumsets was connected to the patient's umbilical vein catheter and were being used to deliver unspecified volumes of tpn (total parenteral nutrition) and unspecified maintenance solutions, at rates between 0.5ml/hr and 3ml/hr., via plum pumps. No further pump programming parameters were provided. The customer contact indicated that the solutions were at room temperature. After unspecified lengths of time, it was reported that small air bubbles and bleed back were noted between the filter and the distal clave y-site of the tubing sets. During multiple shifts, the customer contact indicated that an unspecified number of tubing sets and plum pumps were replaced and flushed. No specific details were provided. After unspecified length of time, it was reported that use of plumset and the plum pumps was discontinued and were replaced by an unspecified syringe pump and different tubing set. The customer's contact reported there was no change in the patient's condition. There were no reported adverse patient effects and no reported delays in therapies critical to this patient. No medical interventions were required. No additional information was provided.